Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., d.6b., h.6.

Event description:
Healthcare professional reported "rupture" confirmed by mammogram. This record is for the right side. Device was explanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the right side. Device remains implanted and it is unknown if the device will be returned.